Event description:
It was reported that the vns pt was scheduled for revision surgery due to an unk reason. Further follow-up with the treating physician's office revealed that the pt was seen for follow-up on (B) (6) 2009 where an unk type of diagnostic test revealed high lead impedance. The physician suspects that a lead break is the issue as the pt reported having been in a motor vehicle accident a couple of months prior. X-rays were taken and the physician noted that a lead break was not visualized. The x-rays were not sent to MFR for review. The pt subsequently had surgery where only the lead was replaced as the generator was tested intraoperatively and revealed normal device function, ruling out the generator as the potential cause of high lead impedance. The assistant in the operating room stated that a lead break was visualized in the lead body near the lead connector pin. The explanted lead is expected to be returned to MFR for analysis, however, it has not yet been received.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.